Event description:
Patient reported that they consulted their physician for re-augmentation of breasts for experiencing problems and the physician has confirmed that the implants have capsulated. Healthcare professional reported "capsular contracture grade iii." Healthcare professional later reported baker grade IV and "discovered a lump." The device was explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture was received on august 29, 2024 with lot number 2580459. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure two openings assessed as surgical damage, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued phone number e1: (B)(6). Continued mobile number e1: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported that they consulted their physician for re-augmentation of breasts for experiencing problems and the physician has confirmed that the implants have capsulated. Healthcare professional later reported "capsular contracture grade iii". The device status is unknown. This record relates to the left side.